Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 475 mg/dl at the time of incident. Customer reported that they received multiple insulin pump errors after battery changed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer removed the infusion set and the cannula was bent. The customer did not complete the troubleshooting. The insulin pump will not be returned for analysis.